Event description:
It was reported the dcs12 was used during an unknown procedure. It was reported by the affiliate the black coating of the shaft broke. There was no consequence to the pt.

Manufacturer narrative:
D5, 6; h4: information not available, device not returned for analysis.